Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to put the pump into storage mode and return it to tandem using a pre-paid label. Technical support confirmed that a replacement pump with updated software would be sent, and training would be accessible in the tandem source account. The caller acknowledged these instructions and agreed to continue using their current pump until the replacement arrived.